Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010 and mesh was used. The pt experienced an infection. Additional info has been requested.

Manufacturer narrative:
(B)(4). Infection. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.